Event description:
The ortho provue missed an antibody that was detected in manual gel. No erroneous results were reported.

Manufacturer narrative:
On (B)(4) 2013 an ocd field engineer (fe) arrived at the customer site and checked the adjustment for the reader camera and found the alignment out of spec. The fe adjusted the reader camera. The fe also found while performing the optics adjustment that the image was to dark. The fe adjusted the brightness setting for the camera. Repairs have returned this instrument to expected operation. (B)(4).